Manufacturer narrative:
During testing, it was found that the channel 3 power supply was damaged and there was evidence of smoke, burn marks and melting around the ac receptacle. Evidence of spillage was noted on the exterior of the case around the ac receptacle. The probable cause of the channel 3 damaged power supply was fluid ingress. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device will not operate on ac power. This is not a reportable malfunction. However, during verification testing at the svc center, evidence of smoke, burn marks and melting were noted around the ac receptacle of channel 3 of the device.